Event description:
A rash broke out on the back of rptr's hands & fingers. It continued to itch for days. She went to the dr & he said it was an allergy to latex. She discontinued the use of latex gloves & is currently using vinyl.